Event description:
It was reported that during a surgical implantation procedure for an inflatable penile prosthesis (ipp), during test inflation, the surgeon was unable to deflate the device without continuously pressing the release button. Standard troubleshooting was performed, and although the device could eventually be deflated, the surgeon elected not to use the implant. A new device was used to complete the procedure. No patient complications were reported. No patient complications were reported.